Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, heavy calcification and 100% stenosis. The 1.2 x 6 mm rx mini trek balloon was advanced to the lesion with resistance noted with the anatomy. The mini trek balloon ruptured during the first inflation at 5 atmospheres (atm). A non-abbott balloon was used to complete the procedure. The mini trek balloon had been prepared, per the instructions for use. There was no adverse patient effects and no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: gaia 1st, gaia 2nd, sion blue ; other: corsair. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.